Event description:
It is reported that the pt complained of pain in knee for 4 years. Bone scan indicated hot posterior medial screw on 4 pegged baseplate. The screw was removed and the articular surface changed.

Manufacturer narrative:
This report will be amended when our investigation is complete.